Event description:
Complainant alleged that while attempting to treat a pt in cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.